Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon developing an infection. The patient's full pacemaker system was explanted. It was noted that there were no allegations that the explanted leads caused the infection. The patient was stable.